Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6)2024, the patient's parent reported that the patient faced insulin flow block. No further information available.

Manufacturer narrative:
MDR (B)(4). Device 3 of 4.